Event description:
Nineteen yr old male underwent direct laryngoscopy bronchoscopy, laser exicision of tracheal granulation tissue, laser of suprastomal granulation tissue, biopsy of tracheal tissue & examination of ears under general anesthesia. (Outpt surgery 6/13/95) during the procedure, there was a flash at the end of the fiber & the scope became warm. At the end of the procedure there was noted to be a burn to the right face at the site where the bronchoscope touched his face. The pt was discharged home with instructions to apply silvadene onintment to facial burn 3 times daily.